Manufacturer narrative:
The supplier has investigated the retained samples and device history record and no non-conformances were found.

Event description:
It was reported that per anvisa, the tube presented folds in its path, making mechanical ventilation difficult in a patient in the prone position (covid-19). No patient injury was reported.

Manufacturer narrative:
Other text: d4: UDI number and g5 are unknown. H6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed, the lot number reported was not found in manufacturing records. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).